Event description:
The customer reported the ventilator was alarming during use on a patient. Review of the device diagnostic log during testing noted autozeroing and calibration failures. The customer reported there was no patient harm. As the device was out of warranty, the hospital biomedical engineer contacted mfrs product support (pse) who advised evaluating the data acquisition pcb to motor controller pcb board cable and complete performance verification testing. Pse advised replacing the cable or data acquisition pcb board as test results indicated. The hospital biomedical engineer reported he was unable to duplicate the reported problem. The biomedical engineer reported the data acquisition to motor controller cable was replaced as a precaution. The biomedical engineer reported the unit was placed back into use with no further issues reported.

Manufacturer narrative:
Device out of warranty; no request for mfrs service.